Event description:
It was reported that the compressor unintentionally went into standby. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the during the pre-use check the compressor went into standby intermittently. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue was resolved by replacing standby valve. The defective part has not been returned for further evaluation. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. The most probable cause to this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the root cause to the reported issue has not been determined.